Manufacturer narrative:
(B)(4). Date sent: 8/27/2024. D4: batch # y7016c. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b5lt device was received with the tip of the sleeve broken and the piece of plastic from the sleeve was returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure, that while advancing the trocar from the peritoneum deeper in the abdomen when it snapped in half. All fragments were retrieved. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.